Event description:
Product evaluation received a reported complaint of auto-immune type symptoms associated with the pt's explanted left breast implant. Once the device is received, product evaluation will perform a gross examination. A supplemental medwatch, with the results of that evaluation, will be completed and forwarded at that time.